Event description:
The leads were returned to the manufacturer with no information, were analyzed and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased and died approximately six years after lead implant and greater than five years prior. No additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed, and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Concomitant products: sdr303b implantable pulse generator (ipg), implanted: (B)(6) 2001; 4568-53 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).